Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were not working, the act, back and the up button were not working at all. The customer blood glucose level was 215 mg/dl. Customer was assisted with troubleshooting. The customer states time clock for one minute was time advances. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector.